Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be fully functional. The keypad was removed and no button contact defects were found. Unrelated to the complaint, moisture was found behind the display lens and the display screen had lines through it, missing segments, and was multicolored; a leak test was performed and the display lens was found to be leaking.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the ok and down and up arrow keypad buttons were unresponsive when pressed. There was no reported patient impact associated with this complaint.